Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the remote home monitor issued an alert for high out of range pacing impedance measurements for the right ventricular (rv) lead which triggered a lead safety switch (lss). The patient was brought into the office where the out of range impedances could be replicated and there was also oversensing of noise. The noise was able to be reproduced when the patient hugged himself. Further review also found loss of capture (loc) in bipolar configuration. An x-ray showed darkness around the clavicle. A lead fracture at the clavicular area was suspected. The rv lead was reprogrammed to unipolar configuration and remains in service. No adverse patient effects were reported.